Event description:
It was reported that during a da vinci si surgical procedure the bowl grasper instrument will not close. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on a system and driven. Recognition and engagement test passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. A finding not reported was tear marks on the insulation coating on the distal end of the main tube. Evidence is not conclusive, but the possibility of material removal exists because the metal surface of the main tube was exposed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.